Manufacturer narrative:
Additional information was received that the lead was explanted due to physicians discretion due to the age of the system. There is no evidence or allegation of a device malfunction for this device. The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific provided the following information: it was reported that this lead was explanted due to non-specific product performance issue. No adverse patient events were reported. Should additional information be received, this file will be updated.